Event description:
It was reported to boston scientific corporation that during a ureteroscopy with stone extraction, using a gemini stone retrieval paired wire/helical basket, one of the wires separated from near the handle. They were unable to close the basket to retrieve the stone. The device was withdrawn from the patient and the procedure was completed with another same type device. There were no complications reported for the patient.

Manufacturer narrative:
A review of the device history record revealed no issued that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. Device was disposed of by the facility.